Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to have the device checked. The right ventricular (rv) lead was thought to have a possible fracture as oversensing indicated as short v-v intervals and pacing impedance variation was noted. Reprogramming was performed to turn off high voltage therapies. The lead was capped and not replaced as a subcutaneous implantable cardioverter defibrillator (ICD) was implanted. No patient complications have been reported as a result of this event.